Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure in the mildly calcified right and left common femoral artery. Reportedly, when the plunger was pulled back no sutures were attached. Two proglides were used in the right common femoral artery and one proglide was used in the left common femoral artery, all experienced the same results. Three additional proglides were used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned body of the device including, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. The anterior cuff was still loaded inside the foot pocket. Based on the evidence found on the returned device, the anterior cuff was missed and the reported event is confirmed. Reportedly, the common femoral artery was mildly calcified, which may have contributed to the reported difficulty. The perclose proglide device instructions for use states: the safety and effectiveness have not been established, in patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The most probable cause for a anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45 degree angle throughout deployment. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.the other 2 perclose proglide devices are being filed under separate medwatch MFR numbers.